Event description:
This case was reported on (B)(6) 2012 local reference (B)(4). This case involves a female (age nos) who initiated poly-l-lactic acid (sculptra) on (B)(6) 2010 for unk indication (dose nos). Approx one year after the injection, the pt felt a little nodule on her upper left lip (on the lip line). The pt cannot recall exactly when she consulted her doctor about this, but during this consultation the nodule was needled and although not completely gone, it has diminished in size. Several months after this she felt two more sizable nodules just above the outer right lip area. These two have been needled on two separate occasions - the last time being (B)(6) 2011. For several weeks they were quite tender to touch. One in particular is noticeable with certain facial expressions. Significant/relevant medical history includes - not reported. Relevant concomitant medications include - not reported. Action taken: unk. Out come - unk. A pharmaceutical technical complaint (ptc) was initiated. (B)(4).